Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The customer was contacted to obtain more information about the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: physio-control has made several attempts to contact the customer in order to obtain the device serial number and the device's dispositioning, however the customer was unable to provide this information. Since neither the device nor the charge-pak battery charger were returned or evaluated, the cause of the reported issue could not be determined.